Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor was 215-"high" (value not provided). Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address elevated blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.